Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: "pt. Presented with a loose cemented stem of a previous [right] gmrs distal-femur replacement on (B)(6) 2020. Dr revised the femoral components to the implants on the sheet below." Spoke to rep: there are no allegations against any other devices. No further information will be released by the hospital or surgeon.